Event description:
It was reported that the ilet screen became unresponsive and could not be unlocked, with the user noting a possible crack, and the device required a force restart via the mobile app after reconnecting; cgm displayed 214 mg/dl, and the device was replaced. Symptoms included inability to operate the touchscreen. Outcomes included interruption of pump use and transition to subcutaneous insulin by pen. Investigation included technical support troubleshooting and user education, including reconnection steps and force restart via the app. Investigation of this case revealed a damaged or malfunctioning display that prevented normal device interaction while cgm and app connectivity functioned after phone restart. It was concluded that a display hardware failure occurred, necessitating replacement and return of the original device for evaluation.